Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 600 mg/dl. The customer stated that there is crack on upper right corner of the lcd screen, on the case not screen. The customer doesn't recall how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that she is currently looking at different options and will call us back once she makes her decision for a pump upgrade.